Event description:
It was reported that a shaft rupture and vessel dissection occurred. The 80% stenosed lesion being treated was located in the severely calcified proximal left anterior descending (lad) artery. The lesion was predilated with a 2.5x20mm balloon at 12atms. The physician then advanced a 2.75x38mm promus premier stent delivery system (sds) to the target lesion. However, the sds was unable to cross. The physician predilated again with a 3.0x15mm balloon at 14tms and readvanced the sds, however it was still unable to cross the lesion. The physician predilated for a 3rd time with a 3.0x15mm balloon. While positioning the sds it was noted that the shaft had ruptured. The device was set aside and the physician implanted a 2.75x15mm omega stent in the mid lad and a 2.75x24mm omega stent in the proximal lad with good result. A 2.5x8mm omega stent was implanted at the distal end of the lesion and the procedure was completed by implanting a 2.5x16mm omega stent to cover a reported dissection. The physician reported good results and a timi flow iii. No further patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was received in two sections as a result of a break in the hypotube. The break was located at approximately 24.9cm distal to the strain relief. Both sections of the hypotube were kinked at various locations along their lengths. It is noted that the break and the kinks, that were identified, are all consistent with excessive force having been applied to the shaft. An examination of the crimped stent and tip found no issues with their profiles. The manufacturing record for this product has been reviewed and no issues or discrepancies were found. This review did not identify any failure of the product to meet its material, assembly or performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a shaft rupture and vessel dissection occurred. The 80% stenosed lesion being treated was located in the severely calcified proximal left anterior descending (lad) artery. The lesion was predilated with a 2.5x20mm balloon at 12atms. The physician then advanced a 2.75x38mm promus premier stent delivery system (sds) to the target lesion. However, the sds was unable to cross. The physician predilated again with a 3.0x15mm balloon at 14tms and readvanced the sds, however it was still unable to cross the lesion. The physician predilated for a 3rd time with a 3.0x15mm balloon. While positioning the sds it was noted that the shaft had ruptured. The device was set aside and the physician implanted a 2.75x15mm omega stent in the mid lad and a 2.75x24mm omega stent in the proximal lad with good result. A 2.5x8mm omega stent was implanted at the distal end of the lesion and the procedure was completed by implanting a 2.5x16mm omega stent to cover a reported dissection. The physician reported good results and a timi flow iii. No further patient complications were reported and the patient's status is stable.